Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a bent front panel and the corner has broken off by the battery compartment. The customer stated problem was not duplicated. No fault found with the device in relation to the reported problem. Re-shaped front panel and replaced the oscillator as a preventative maintenance. The cause of the reported problem could not be determined.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac malfunctioned. When using the unit is powered on but did not pressurize. No patient adverse events reported.